Event description:
Report received from an international affiliate another country of tubing rupture during use with a power injector. The extension set was used as an extension of an unspecified IV tubing set and was connected to the patient in the emergency room. The patient went to radiology for an unspecified test. A "radio-opac dye" solution was injected via the extension set with a power injector. Reportedly, the extension set "blew off" while connected to the patient. It was reported that "the radiology team then proceeded to prepare a new set up in the same fashion and the same problem happened." There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. However, the issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.